Manufacturer narrative:
It became aware that this case is a double entry. The incident is already reported with 0009613350-2016-00796. Therefor this MDR is obsolete. Please invalidate the case from your system zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation as it is still implanted. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox option, head, m, 2/0, taper 12/14 on (B)(6) 2015 on the right side (it was a revision surgery) and experienced limited mobility and dislocation. It was reported that eight weeks after the implantation, the hip dislocated twice. The second dislocation resulted in the patient presenting at the local emergency room. It was further reported that the patient must use a walking stick due to limited mobility. This is a split case with zimmer inc., (B)(6) reference number: (B)(4).